Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated, and a vela suprarenal extension was implanted to treat an abdominal aortic aneurysm. The 5 year follow-up showed the presence of sac growth with no identified endoleak, and the patient was reported as asymptomatic. A re-intervention was performed to reline the stent graft. As of the date of this report there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following events of sac growth with no identified endoleak. Clinical was also able to find the following additional findings of placement of a bare metal stent at the implant and coils in inferior mesenteric artery. The non-endologix stent and coils were discovered during the review of the CT scan 63 month post implant. Device, user, procedure or anatomy relatedness of this complaint could not be determined based on the information shared with endologix to review. Procedure related harms for this complaint could not be determined based on the information shared with endologix to review. The final patient status was not reported. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.